Event description:
The reporter stated the surgeon implanted an aa4203tl toric optic silicone single piece lens on (B)(6) 2011. Lens was removed on (B)(6) 2011 due to the pt not receiving any cylinder correction. One week post-op visit after refraction, it was determined it was exactly the same prior to surgery versus after. The lens was exchanged for another toric lens 17.5 with 2.0 cylinder lens. Dr. Thinks there was a defect in the lens. The lens was discarded.

Manufacturer narrative:
(B)(4): a lens work order search was performed and no similar complaint was found within the work order. (B)(4).